Event description:
Rptr had 2 employees with exposure to vapors and had acute respiratory distress. Person received medical attention, degree of intervention not known, did not require hospitalization. Date of this event is approx. This event was discovered in conversation with person at user facility.